Event description:
Customer reported: swelling and redness of the facial skin. Impact on patient: after treatment, the symptoms disappeared. Remedial action taken by the healthcare facility relevant to the care of the patient: medical check-up, antibiotic therapy, steroid therapy. Quantity: (B)(4).